Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was damaged. The associated device was explanted due to normal battery depletion, and during this procedure this lead could not be removed from the device header. The decision was made to cap and abandon this rv lead. There were no adverse patient effects reported.